Manufacturer narrative:
The device is not available for return to the manufacturer for further evaluation.

Event description:
It was reported that at the start of the shift while doing a bedside report on 4/7 at 1930 the intravenous (IV) tubing for the second-lumen umbilical venous catheter (uvc) line that was infusing at 0.5ml/hr with sodium acetate and heparin had a one-inch section of air immediately after the cassette. The lines were initially primed on 4/4. She added that the baby had no IV medications, the plum pumps were infusing and had been untouched and the filter was intact and lying flat, at all times, on the bed. It was further stated that there was so much air that they could not get it out, so they decided to change the line. They primed the tubing exactly as instructed by the plum pump staff and for 24 hours, the tubing had no air, but on her next shift on 4/8 at 2330, she noted another 1-inch section of air that was coming out of the cassette and the pumps had been infusing untouched, the filters were lying flat on the bed, not leaking. They could not figure out where the air was coming from because for the past 24 hours prior, the lines had been well primed and infusing with no air. They had to open up the line and flush out the air bubbles and primed the tubing for the total parenteral nutrition (tpn) the same exact way and it had no air. The reporter added that the pump did not alarm for air in the line, the nurse noticed it while accessing the line. She further stated that the pump was still in service and they have not had any more issues that she is aware of. There was patient involvement; however, no patient harm was reported.